Event description:
It was reported to covidien in 2008, that a customer had an issue with a dental needle. The customer reported the cannula was loose in hub and migrating into syringe.

Manufacturer narrative:
Submit date: 01/07/2009. An investigation is currently underway. Upon completion, the results will be forwarded.